Event description:
Patient reports from the radiance system were printed with wrong patient results.

Manufacturer narrative:
The service engineer ran the rdm utility program in order to repair the database, and this solved the problem. Patient report now prints out correctly. The service engineer have inspected hardware and system at the customer site. But so far no problems have been identified which could explain the error.